Manufacturer narrative:
Physio-control made an offer of svc to the customer.

Event description:
According to the reporter, the user noted a white screen during daily check. No pt was associated with the reported incident.